Event description:
It was reported that the user found it difficult to load a clip to the applier during a pretest before use. He/she checked the jaws and found that they were misaligned. Therefore, another applier was used instead.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in april of 2020. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position thus we are able to validate this complaint. This instrument was dis-assembled after its initial evaluation and it was found that the drive rod fingers (n00185) are damaged. It is suspected that the damaged drive rod fingers that actuate the jaws are what caused the jaws to be slightly loose and misaligned in the closed position. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found it difficult to load a clip to the applier during a pretest before use. He/she checked the the jaws and found that they were misaligned. Therefore, another applier was used instead.